Event description:
It was reported that during the implant attempt, a portion of the guidewire was stuck in the proximal portion of the lead. The physician cut the guidewire and left it in the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.